Manufacturer narrative:
Date of event is estimated. E1: reporter phone number: (B)(6) .

Event description:
It was reported the patient's ipg had connection issues with external devices. In turn, surgical intervention may be pending to address this situation.

Event description:
Additional information was obtained that effective therapy was restored.

Event description:
Additional information was obtained wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The reported observation of connection difficulties was confirmed. The root cause of the reported observation was due to a fractured bluetooth (ble) antenna within the header assembly. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All necessary portions of ate testing passed. The ate tests perform all testing through the ipg¿s ble circuitry at a distance of approximately 1 foot. The device exhibited normal communication throughout testing which included testing the receiver signal strength (rssi) value of the bluetooth communication between the ipg and the ate ble. The rssi was also verified using a clinician programmer and a patient controller and normal values were measured. The device exhibited normal characteristics throughout analysis. An x-ray of the device¿s header assembly found the ble antenna was fractured at the can connection within the header assembly and a possible second fracture at the top of the antenna. Both fractures appear to be at the weld site. Actions have been taken to prevent reoccurrence.